Event description:
It was reported the pt experienced seizures one day post refill. The pt was hospitalized. The pump was programmed to minimum rate. The pump was later reprogrammed (dose not reported). The pt was recovering. Additional info has been requested, but was not available as of the date of this report.